Manufacturer narrative:
To date, the device and leads have not been returned to boston scientific's post market quality assurance laboratory. The event will be reopened if additional information is received and/or products are returned for laboratory testing.

Event description:
Boston scientific crm received information that this patient's latitude monitoring system detected a yellow alert (low shock impedance when attempting to deliver a shock). The local representative and clinic nurse were notified. Upon interrogation of the device, a fault code for a shorted condition was displayed during an episode in which several appropriate shocks were delivered. Technical services was informed that this patient fell recently and the recorded right ventricular (rv) pacing impedance was greater than 2500 ohms. Additionally, there was no capture at maximum ouptut. The current system lead integrity test (slit) for impedance was normal and there was no electrogram noise on the rv channel. Technical services discussed the option of programming the tachycardia mode to off to prevent inappropriate shock therapy delivery. Technical services commented that the patient should be considered unprotected and should be monitored until both the device and rv lead can be replaced. Boston scientific crm received information that this patient was presented to the electrophysiology (ep) lab. The pocket was opened and the device, which had been submuscularly implanted, was inspected. The header of the device was intact and an rv lead fracture was identified at the lead's trifurcation and the rv pace/sense portion of the lead. The physician planned to extract the device and both the right atrial (ra) and rv leads. There were no allegations or complaints against the device or the ra lead. The physician planned to implant a new system on the opposite side (pectoral placement).

Manufacturer narrative:
The lead was returned severed (23 cm from the is-1 terminal pin). Only the proximal segment of the lead was returned. Set screw marks were identified on all of the terminal connectors. This is consistent with lead terminal pin-device set screw contact. All three of the terminal legs appeared curled and the rate/sense (positive) leg's molded insulation was torn and all of the rate/sense (positive) filars were melted open. The damage was located approximately 9.5 cm from the terminal pin. The segment was put through electrical continuity testing. The rate/sense (positive) measured "open". The clinical observation of a fractured rv lead was confirmed through laboratory testing.